Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following field has been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye, the patient reported the vision has not been good and is "blurred", as if seeing through plastic. The patient is temporarily impaired. The doctor is inclined to explant the iol. Through follow-up, it was learned that the symptoms of blurry vision (as if the cataract had returned) began on (B)(6) 2022. The patient sought medical attention by returning to the doctor and the iol was explanted during a secondary procedure. Another johnson and johnson iol was implanted as the replacement lens (different model, zmb00, same diopter of +22.00). No additional medical or surgical intervention was required. There was no patient injury reported. There was no delay in procedure. Instructions for use were followed. The patient is "much happier" and the patient reports visual recovery. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: december 5, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was visually inspected under magnification and was observed to be coated in viscoelastic residue. The lens was cleaned and inspected revealing that the lens was cut but not severed, which is consistent with a lens that was explanted. No issues that could cause or contribute to the complaint issues were observed. The complaint issue "blurry vision" and "explant" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Correction: in reviewing the initial MDR 3012236936-2023-00117, it was noticed that the device manufacture date in section h4 was reported as may 24, 2022, however it should be may 25, 2022. Therefore, it is captured in this supplemental report and the following field has been updated: section h4: device manufacture date: may 25, 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.